Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that it was taking 2.5 minutes to bolus since as long as they've had the device. The patient stated that they went to their healthcare provider¿s office yesterday and the hcp removed the data so it didn¿t take so long to boluses but that didn't make a difference. The patient stated that it was still taking a long time to connect to get a bolus. The patient mentioned a previous agent reviewed data storage in the ptm (personal therapy manager). Per the patient, they get 7 bolus a day. The agent assisted the patient with clearing the data on the handset and the patient was able to connect to the pump, and the ptm showed the lockout information. The troubleshooting steps that were taken on the call resolved the issue.